Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter is j&j company representative h3, h4, h6 photo investigation the product was not returned to depuy synthes, however photos were provided for review. Based on the provided photos of '03.037.026, helical blade/screw coupling screw no product issues can be observed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the helical blade/screw coupling screw would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2024, while hammering the helical blade the metal piece broken off and the coupling screw got stuck inside the case. No fragments were generated. No medical intervention required. No surgical delay. No effect on the patient or outcome of the surgery. This report is for one helical blade/screw coupling screw for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: lot number added. D9: device returned. H3, h4, h6 investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned samples revealed that there was no damage or defects that prevented the device from functioning properly. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the helical blade/screw coupling screw was insert in the mating device also returned in this complaint. No problem was detected the device easily assemble and disassemble from the mating device. The overall complaint was unconfirmed as the observed condition of the helical blade/screw coupling screw would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR) product code: : 03.037.026. Lot number : 9692564. Release to warehouse date : 19.oct.2015. Expiration date : na. Supplier: na. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Corrected data: g1 - manufacture site updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.